Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1302802) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right and left mid femoral arteries via two separate 7f sheaths (model unk). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure on the right side, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site on the right side. It was reported that when the physician removed the advancer tube from the patient's groin, the "majority" of the sealant was stuck to the advancer tube. The patient was converted to manual compression for 30 minutes at which time hemostasis was achieved. Following the procedure of the left side, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site on the left side. It was reported that after the device was deployed a golf ball sized hematoma formed on the left access site. Manual compression was applied to the left access site for 20 minutes at which time the hematoma was resolved. The patient was hospitalized for unspecified and unrelated reasons. The patient was discharged for the hosp on (B)(6) 2013 with no clinical sequela noted.